Event description:
It is reported that the surgeon was not able to insert the drop down stem extension into the tibia plate. The surgery was completed without the stem extension.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. (B)(4).